Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line near the deaeration chamber of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.